Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they experienced a delay on multiple patient samples while attempting to use the atellica sample handler instrument. Due to the delay, the customer sent out the samples to an outside laboratory for testing. A siemens investigation determined that the issue was related to several opening and closings of the specified stat drawer on the sample handler (sh), which inadvertently marked a sample as "error location inaccessible" by the planner and was not routed to its destination. The customer was able to recover without having to reboot any computers. The sample was just front-loaded again and the sample was rescanned. The cause of the event was unintended use error. No further complaints have been raised by the customer and the system is reporting results. The system is performing within manufacturer specifications. No further evaluation of the device is required.

Event description:
The customer reported that the atellica sample handler prime instrument caused a delay in testing and obtaining multiple patient results. Some of the samples included stat samples. The customer informed that they did not have a backup instrument at the time of the event. This resulted in the customer sending the samples out to another laboratory for testing. The customer estimated that as a result, the average delay in result reporting was two hours or longer. There are no known reports of patient intervention or adverse health consequences due to the delay in testing.